Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had no heat when plugged in. The customer used another arm and it worked fine. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found the fenestrated bipolar forceps instrument to have a dislodged conductor wire at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The yaw pulley was thermally damaged. Additional finding not related to the customer-reported complaint was also identified. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, but failed energy delivery and electrical continuity tests. The conductor wire was dislodged in the proximal end. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The complaint was confirmed by failure analysis.